Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p08-78 that has a similar product distributed in the us, list number 4p53, with 510k number p110029.

Event description:
The customer observed a false nonreactive alinity hbsag result when compared to another method for a dialysis patient. The following results were provided: alinity hbsag result 0.00 iu/ml, retested 0.00 iu/ml, another platform hbsag result 0.065 iu/ml (reactive), no neutralizing confirmatory testing performed, dna result was 186 iu/ml (weak positive). No impact to patient management was reported.

Event description:
The customer observed a false nonreactive alinity hbsag result when compared to another method for a dialysis patient. The following results were provided: alinity hbsag result 0.00 iu/ml, retested 0.00 iu/ml, another platform hbsag result 0.065 iu/ml (reactive), no neutralizing confirmatory testing performed, dna result was 186 iu/ml (weak positive). No impact to patient management was reported.

Manufacturer narrative:
Data and information provided were reviewed and support the complaint issue. Review of tracking and trending data for the alinity I hbsag assay did not identify an increase in complaints related to the issue under review. Additionally, an increase in complaint activity was not identified for the reagent lot. Device history review did not identify issues associated with the customer¿s observation. Clinical sensitivity testing was performed using an in-house retained kit of lot 71437fz00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag assay was identified.